Event description:
The customer reported via phone call that they received several button error alarms. The customer also stated insulin would squirt out while priming. Customer also reported several unexplained no delivery alarms. Customer stated their buttons were unresponsive at the time of the call. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No button error alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.